Event description:
We used the otterroo during a bath for our almost (B)(6) at the time. We put it on as instructed but noticed after a few minutes of wearing it in the water her face started to turn red and she started to cry like she couldn't breath well. We immediately removed it and she was okay afterwards. It seems like if your child has bigger cheeks and therefore not as much space between neck and chest this makes it hard for them to breath and compress the neck. It is advertised as a fun bath tool for babies.